Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. It was unable to prime during prime test due to moisture damage on the force sensor resistor. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform self-test, occlusion test, off no power and error test due to motor error alarm. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they cannot exit the "preparing to prime loop" on their insulin pump .the patient's blood glucose level was 68 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer.